Event description:
It was reported that during use of right ventricular (rv) lead undersensing and intermittent loss of ventricular sensing noted. Diagnostic testing and troubleshooting performed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, the right ventricular (rv) lead exhibited intermittent loss of sensing/undersensing. T troubleshooting was performed, and no change in frequency of loss of sensing was noted on provocation while in sensing assurance (sa) mode. The sa mode was programmed off and the sensing issue resolved. The rv lead remains in use. No patient complications have be en reported as a result of this event.